Manufacturer narrative:
The sample's result on a siemens chemiluminescence analyzer was 15 pg/ml. It was noted that the alleged sample tubes were transferred to the sample collecting window by children, and the samples were put into a plastic bag without any protection. A sample mix-up could not be excluded. The calibration and qc were acceptable. The sample was received for investigation. During the investigation, the sample's result using a cobas e601 module was <5 pg/ml. No streptavidin interference was found. An hbt (heterophilic blocking tube) treatment showed no influence. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient on a cobas 6000 e601 module. The initial result was 59 pg/ml. The sample was repeated, and the result was 57.9 pg/ml. The sample was repeated on another module, and the result was 5 pg/ml. The sample was repeated because the initial results were inconsistent with the patient's clinical symptoms.